Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The investigation was completed on 29-may-2023. The issue was investigated at the device manufacturer under an investigation request. The issue was not reproduced in the device manufacturer sqa lab. No additional investigation can be performed as the data related to the issue was not provided. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. The system is ready for use. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto® 3 system and a map shift with no error message, no patient movement, and no cardioversion issue occurred. Initially, deviation of labeling. After merge, when ablation of left pulmonary vein (lpv), and about 20 minutes have passed after the start of ablation, the height of the roof part was about 2-3 tips above the first fast anatomical mapping (fam), and the deviation of the indication was found. Checked the displacement similarly when inserting the pentaray. The cine was a single plane and did not move along with the catheter's table during the procedure. In the procedure immediately after the replacement of the patient interface unit (piu), there has been little experience of displacement during the procedure without warning popup of body movement, so will respond by continuously monitoring whether the issue was attributable to device. Completed the procedure as merge correction was performed and continued as was. The procedure was successfully completed without patient's consequence. Additional information was received on 13-mar-2023. The issue was seen during ablating. About 2-3 tips. The height of the roof part was about 2-3 tips above the first fam, and the deviation of the indication was found. Additional information was received on 18-may-2023. No error was occurred. The physician noticed the gap from the pre map on carto screen and the map shift was confirmed by fluoroscopic image. When the smarttouch sf was inserted to the roof, the catheter tip was about 2-3 tips above the geometry made by pre map, the physician felt strange. The physician confirmed the catheter tip location was matched with the fluoroscopic image, and concluded there was a carto map shift. The physician did not perform cardioversion. The patient did not move, either. This event was originally considered non-reportable, however, bwi became aware of additional information on 18-may-2023 and have reassessed the event as MDR reportable for a map shift with no error message, no patient movement, and no cardioversion issue.